Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the she experienced high blood glucose levels for two or three days. Customer's blood glucose at the time of the incident is unknown. Blood glucose value at the time of the call was 385 mg/dl, which she treated with the insulin pump. During troubleshooting, the customer reported having air bubbles in the reservoir. She was instructed to prime the air bubbles out but call was disconnected before completing the process. The customer was called back, but could not be reached. The product was not returned for analysis.